Event description:
It was reported that the sense/pace portion of the lead was capped due to low sensing. An rv pacer lead was added.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.